Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, a lipomatous septum was identified. A versacross system with the was catheter were used to perform transseptal puncture. The septum was dilated for the intracardiac echocardiography (ice) catheter. After crossing with ice, pericardial effusion occurred, leading to cardiac tamponade. The patient underwent pericardiocentesis and bright red blood was removed. After physicians discussed, a surgical intervention was determined to be the best option. The laa was not ligated, the physician repaired a tear in the right ventricle (rv). The patient is well and recovering.